Event description:
It was reported that during a procedure of the heavily calcified, left iliac artery, the lesion was pre-dilated with a 6 mm fox cross balloon without incident. The absolute pro ll stent delivery system was advanced with some resistance, but was delivered to the target lesion. It was noted that the initial thumbwheel rotation proceeded without issue. During deployment after approximately 2 cm of the stent was released the physician noticed that the thumbwheel started to idle. At this point the stent separated into two pieces. The 2 cm was deployed in the target lesion, while the other portion was deployed with difficulty into the contralateral iliac and not the target lesion. A second absolute pro ll was used to treat the target lesion without incident. The procedure was prolonged about 1 hour due to the device issue and was considered as clinically significant. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned absolute pro self expanding stent system (sess) noted blood on the shaft and sheath, consistent with being advanced into the anatomy. The outer member was separated 14.5 cm proximal to the tip. The fracture face was stretched and jagged, suggesting a ductile overload of the material caused by force. The separated portion of the outer member was still attached to the distal sheath and was still on the shaft. There was an 18 cm gap between the separated portions of the outer member. There were small kinks in the entire length of the distal sheath. These small kinks (chatter marks) suggest that the distal sheath was exposed to tight bends in the anatomy. The distal sheath was located in the distal shaft position and not retracted. There was no other damage noted to the sess. An attempt was made to rotate the thumbwheel clockwise but it would not rotate due to the separation. Potential factors which can contribute to failure to deploy include, but are not limited to, manufacturing, anatomical conditions, deployment technique and/or damage to the device deployment mechanisms. In this case, based on the returned device analysis, it may be possible that the distal end of the sess was subjected to a tight curve in the anatomy, possibly due to advancing over the common iliac resulting in the chatter marks noted on the returned unit. This is also consistent with the reported resistance during advancement. These chatter marks would prevent the distal outer sheath from fully retracting, causing the partial deployment. Additionally, the separation of the outer member suggests that force was likely applied during the attempt to rotate the thumbwheel in such a way that the material separated. Reportedly, with the stent being partially expanded and apposed to the vessel wall, it is possible that the system was pulled back causing the stent to stretch and separate into two pieces. A review of the device lot history record did not reveal any nonconforming material records for this lot. A query of the complaint-handling database for the reported lot was performed and revealed no other incidents reported for this lot. There is no indication to suggest a product quality deficiency. All self expanding stents are visually inspected at both the inner diameters and outer diameters for damage. Additionally, the stents are inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are also inspected for damage during the manufacturing process.